Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is unable to establish communication between her ipg and charger due to the ipg being tilted under the pt's ribcage. Subsequently, the pt underwent surgical intervention on (B)(6) 2014, where the ipg was relocated which resolved the reported issue.